Event description:
It was reported that during device replacement procedure lv threshold was found to be high. Lead dislodgment was suspected. Lead was capped and replaced during procedure on (B)(6) 2017. Patient¿s condition was stable before and after procedure.